Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was admitted to the hospital for gastric polyps, and on (B)(6) 2024, the charge nurse followed the doctor's orders for the patient's intravenous fluid therapy, and at the end of the procedure, when using a prefilled catheter flosser for indwelling needle sealing, she found that the prefilled catheter had no outer packaging and was unusable, and she immediately replaced the prefilled catheter flosser without harm to the patient.

Manufacturer narrative:
(B)(4) follow up: it was reported the prefilled catheter had no outer packaging and was unusable. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap, tip cap or syringe barrel label. No other defects or imperfections were observed. A device history record review was completed for provided material number 306593, lot 4117909. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.